Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) machine is showing an alarm message, "autofill failure¿ on its display." There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d9, e1(initial reporter, event site email), e2, e3, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes and investigation conclusions), h10, h11. Corrected fields: d4(UDI), g2. Additional contact information:(B)(4). A getinge field service engineer (fse) checked the machine thoroughly. Run all manifold test through service led. Muffler of the drive manifold was found defective. Same needs replacement. Muffler1/8 npt replaced. Performed all safety and functional checks successfully. Its observed that safety disk of the machine was expired as its completed their factory recommended hours and showing replacement due message on the display. Advised customer to replace the same. Quotation of the same will be submit very shortly. Handed over the equipment to the customer in good working condition.